Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited discoloration inside the light guide lens, foreign object on the knob wire, foreign object on the adhesive of the bending section cover and foreign object on the bending section cover. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected field: h6 (component code 3111 - steering wire, 3194 - adhesive and 772 - cover should be removed). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it is presumed the light guide lens glue was peeled off by physical stress caused by hitting/dropping the distal end, chemical stress from chemical solutions used, or the like. Subsequently, humidity invaded the light guide lens and caused corrosion however, a definitive root cause could not be identified. Instructions for use (IFU) states the detection method in tjf type 150 operation manual chapter 3 preparation and inspection. Olympus will continue to monitor field performance for this device.